Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant dates: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the surgery on (B)(6) 2014; the first screw successfully inserted, the second screw was unable to be attached to the screwdriver. The surgery was complete with the use of a spare screwdriver. Post-operatively, the surgeon found the tip of the holding sleeve of the screwdriver had been damaged. Based on the x-ray pictures and CT images, it transpired that there was a foreign object seemed like broken pieces left inside the body between the rod and the joint. There was no report of any surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Manufacturing evaluation: holding sleeve - lot 6705458 (B)(4) manufactured the holding sleeve, p/n 03.632.001, and lot 6705458. Initially, the parts conformed to the supplier¿s certificate of conformance, dated october 31, 2011, and was inspected and conformed to synthes final inspection sheet. The parts were released to the warehouse on november 1, 2011. There were no material record reports, non-conformance reports, or complaint related issues with this lot. Due to an unknown cause, the threaded end is damaged; fragments are broken off but not included with the complaint. The material and dimensions of the part are per specification except for the damaged threaded tip. Based on the evaluation and the unknown cause, this complaint is considered confirmed but is not manufacturing-related. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information states that follow-up observation for the patient is necessary for the moment. Since the patient's bone is not in a good condition, there is a possibility to remove the broken pieces from the body in the event that the screw becomes loosened or the broken pieces are likely to give the (B)(6) impact on the patient.